Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother is calling via phone because her daughter is in the hospital with diabetic ketoacidosis. The customer's insulin pump stopped working , she had a no delivery alarm occur. The customer's mom wants the insulin pump replaced. The date of hospitalization is (B)(6) 2017. The customer was wearing the insulin pump prior to hospitalization. Troubleshooting was not performed and nothing will be returned.